Event description:
Upon evaluation, cracks in the cover were found on the video connector socket case.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the video connector socket was found damaged and worn out. Thus, we surmised that the reported phenomenon ¿error code e315¿ occurred because communication with a scope temporarily failed. However, the phenomenon was not confirmed at the repair department of sbc, and the cause of the phenomenon was not identified. Also we surmised that the reported phenomenon (2) ¿no image with 180 series scope¿ occurred due to damaged and worn-out video connector socket. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e315" occurred. There was no patient injury, associated with the problem, reported to olympus.